Manufacturer narrative:
Date of event is estimated.

Event description:
The customer complained that there is needle corrosion on 11 pico70 blood samplers from the same box.

Manufacturer narrative:
On (B)(6) 2020 radiometer decided to recall the affected lot (hu50) from china. Root cause investigation has confirmed that the root cause is the same as for previous similar incidents reported from china. The root cause of corrosion is exposure to high concentrations of chloride containing gas/liquid in a high temperature & high humidity environment. Analysis and investigations have been made to support this root cause: - chloride salts identified on syringes. - feo + fecl3 identified on corroded needles. - significant smell of chloride of samplers with corroded needles. By testing of reference samples, it has been concluded that exposure to chloride occurs after samplers have been shipped to china. - investigation of each step of the supply chain has been performed. - use of chloride containing gases has not been identified anywhere in the supply chain and would not be present during normal handling/storage/shipping. Hence, samplers from the same lot outside of china will not be affected . Conclusion is that no systematic pattern of needle corrosion can be found. The corrosion is limited to a few needles of each lot, and will not be present during intended handling, storage and shipping. There have been no reports of patient harm. There have been no reports of corroded needles from any other country than china.